Manufacturer narrative:
H11: h2: additional information on: e1, e2 & e3. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The needle channel has been bent at the distal end of the depth tube. The needle assembly has been bent. The gray needle housing assembly has been detached from the orange deployment knob/handle. The actuator is in the pre-loaded position. Bio debris is present. A functional evaluation could not be conducted since there is damage hindering the inspection/evaluation. An image evaluation found the device laying on a surface, the needle assembly seems bent and the needle housing assembly appears detached from the orange deployment knob. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a right knee arthroscopy, a lateral mid meniscus repair was performed. The fast-fix flex was bent twice to reach the desired angle. When it was inserted into the joint but before being inserted into the meniscus, it made a long click, and the product handpiece malfunctioned, a picture provided shows a part partially detached from the handle. The surgeon refused to open a new fast-fix, no repair was done, and the procedure was canceled. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.